Manufacturer narrative:
According to the complainant the device will not be returned for investigation. The physical device was not received for investigation. The date of the event documented in this case was not provided. The following cloud data investigation was focused on the timeframe two other alleged umcommanded bolus events occurred on for this patient occurred. These other two events were reported in insulet reference number cases (B)(4). It was reported that the controller showed 19.9 u of insulin on board (iob), and 10 minutes later, the iob was 25 u. The last bolus delivered was reportedly 5.8 u with 30 grams of carbs provided, so the iob was higher than expected. Cloud data for the day of (B)(6) 2026 was downloaded and reviewed for investigation. The cloud data shows that a 5.9u bolus was delivered at 06:52 on (B)(6) 2026 based on a blood glucose reading of 210 mg/dl and a carb entry of 33 grams. Two additional boluses totaling 20.9 u were delivered about an hour later, which resulted in the increase in iob to over 20 u. A 15u bolus was delivered at 07:49, and this bolus was adjusted to the final volume without carb or blood glucose values provided. At 08:02, a 5.9 u bolus was delivered, and this bolus was also adjusted to the final volume without carb or blood glucose values provided. The patient history buffer data showed that the delivery of these boluses resulted in the iob increasing as reported. However, without log files, it cannot be determined if the user interacted with the controller to adjust the total bolus amounts and confirm the totals, as the cloud data does not contain logging for interactions with the controller. The exact cause of the reported event could not be determined. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.1. Cloud - operating system n5004l-am-q-mv01602-06-01.06. Cloud - hardware n5004l. Cloud - cgm sensor type g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced an uncommanded bolus on an unspecified date. The patient¿s mom could not recall any further details surrounding this event.